Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Device #1 proglide (part #12673-03/lot #86035-6h) mentioned is being filed under a separate manufacturer number. Improper or incorrect procedure or method - patient selection. The device was received. Investigation is not complete.